Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 16 mmol/l. Customer stated that the customer already took the insulin injection due to having high blood glucose levels. Customer does not know if the buttons were pressed longer than 3 minutes. Pump was not dropped, bumped, or exposed to moisture. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).